Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clock on the implantable pulse generator (ipg) is ahead of the server time. It is also noted that patient alerts exist in carelink but no alerts are sent to the patient. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.